Event description:
It was reported that during a rotational atherectomy treatment procedure, catheter damage occurred. Access was obtained through the femoral artery. The 80% stenotic, 14mm long, concentric shaped lesion was located in the severely tortuous and severely calcified right coronary artery. The physician ablated the lesion with a 1.25mm rotablator burr and then during withdrawal felt resistance while attempting to remove the ablation system through an unspecified guide catheter. The device was removed intact. However, upon removal it was observed that the sheath of the rotablator was broken due to the tightly closed y-connector at the top of the guide catheter. The procedure was completed with another 1.25mm rotablator burr. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, catheter damage occurred. Access was obtained through the femoral artery. The 80% stenotic, 14mm long, concentric shaped lesion was located in the severely tortuous and severely calcified right coronary artery. The physician ablated the lesion with a 1.25mm rotablator burr and then during withdrawal felt resistance while attempting to remove the ablation system through an unspecified guide catheter. The device was removed intact. However, upon removal it was observed that the sheath of the rotablator was broken due to the tightly closed y-connector at the top of the guide catheter. The procedure was completed with another 1.25mm rotablator burr. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation: the catheter sheath was torn/split approximately 23cm from the strain relief. No additional visual issues were noted. Tug and connect/disconnect tests were performed to examine the integrity of the connection and no issues were noted with the unit's handshake connectors. The burr was microscopically examined and no issues were noted with the annulus of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported complaint has been determined to be user related as per the dfu the following instructions were not followed: "if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve." (B)(4).